Manufacturer narrative:
Patient information: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens of different power due to excessive vault, significant reduction of iridocorneal angles, angle closure with elevated introcular pressure and unreactive (fixed) pupil. The exchange resolved the problem. For status of the eye (signs/symptoms) the reporter stated " stable an iop returned to normal values. Refraction is almost emmetrope." In the reporter opinion patient- related factor was the cause of this event. For cause details the reporter stated " over correction. High vault and angle closure accompanied by dilated pupil."